Event description:
It was reported that during an initial total knee procedure, a headless pin became stuck in the cut guide and subsequently fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: rosa persona tka cut guide a: catalog#20802000700, lot#00889024. G2: foreign: germany. Visual examination of the returned product identified the product as stuck in the guide and the pin is fractured. A dimensional analysis was not completed as the product is stuck in the mating guide. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.